Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Inflation lumen leakage observed through a slit on the catheter body. 0.07" in length, at the 12.6 cm area (distal of the thermal filament). No visible damage to balloon latex.

Event description:
Reportedly, the balloon was defective and the balloon cannot be inflated. No pt complications were reported.